Event description:
On (B) (6) 2010, the patient reported that last night she had a very elevated blood glucose reading (no value given). She stated when she tried to bolus she received an e4 (occlusion) error on her insulin infusion device. She changed the cartridge and infusion set (competitor product). This morning she received an e4 error. She said her device adapter has been in use about 6 months and was advised to change it every 10th cartridge change. She changed the battery about 1-1 1/2 weeks ago. She said she changes her infusion set every 3-4 days. The patient was instructed to disconnect from her infusion set and prime through the adapter which she did without error. She was advised to contact the infusion set manufacturer for troubleshooting. Courtesy sample infusion sets were sent to the patient. A request for additional training was submitted. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.